Event description:
Coated tip of device tore exposing metal on device. Removed fromfield and taken to decontamination for cleaning. New device opened forcase.

Event description:
Coated tip of device tore exposing metal on device. Removed from field and taken to decontamination for cleaning. New device opened forcase.

Event description:
Coated tip of device tore exposing metal on device. Removed from field and taken to decontamination for cleaning. New device opened for case.